Event description:
The midas rex mr8 (new-owned) was being used, the drill began showing signs of overheating and being hot to the touch, multiple drills were brought into the room all midas rex mr8 and multiple burrs were utilized, along with cooling down phases between uses, per instructions for use (IFU) and past root cause analysis(rca) recommendations.